Event description:
It was reported that patient experienced ineffective therapy. System diagnostic recorded high impedances on all leads. As a result, surgical intervention was undertaken wherein the entire system was explanted to address the issue.

Manufacturer narrative:
B3-date of event is estimated. A patient experiencing ineffective stimulation due to high impedance was reported to abbott. The patient leads were explanted. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicates this event was submitted via voluntary medwatch form (B)(4).

Manufacturer narrative:
The medwatch forms received from the contains an incorrect lead sn: (B)(6). A patient experiencing ineffective stimulation due to high impedance was reported to abbott. The patient leads were explanted. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Corrected data: h10 - related report numbers.